Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a rewind anomaly. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement and active current measurement. Device had constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test due to corroded motor home switch. The electronic assembly and force sensor had corrosion. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery test due to constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.